Manufacturer narrative:
The device was not returned to edwards for evaluation, however, a review of procedural videos/imagery/photographs were performed and the following was observed: device-related photos revealed the sheath was fully expanded as designed after the procedure with a dilator inserted through it. No abnormalities were observed on the sheath, comnut, and strain relief. No abnormalities were observed on the sheath distal tip. A device history review (DHR) was performed for the work orders associated with the components since these work orders are relate to the manufacturing of the devices and components that could potentially contribute to the complaints. This review did not reveal any manufacturing related issues that would have contributed to this complaint. A review of the lot history for other related complaints for the resistance with the delivery system revealed similar complaint that was unable to be confirmed due to the unavailability of returned device and/or applicable imagery. However, no manufacturing nonconformance were identified during evaluation. A CAPA and product risk assessment were previously initiated to capture the investigation, and drive corrective actions and product risk assessment for the high push force issue seen on the s3u/commander/esheath platform, which may be related to the reported complaint event. The instructions for use (IFU) and training manuals were reviewed for guidance and instruction on device preparation and usage involving the esheath. Based on the review of the IFU and training manual, no deficiencies were identified. During the manufacturing process, the following inspections are in place to detect defects related to the complaint events: the sheath shaft was 100% inspected. During manufacturing, proximal expansion was performed on the sheath and the sheath was then 100% visually inspected under 3x magnification for seam separation. During the final inspection, the esheath underwent 100% inspection by both manufacturing and quality for the following: furthermore, after sterilization, the sheath was tested and inspected on sample devices from each lot under a sampling basis during product verification (pv) testing. These inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint event. The complaint for resistance with the delivery system was unable to be confirmed. As the device was not returned, engineering was unable to perform any visual inspection, functional testing or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint event. A review of IFU/training materials revealed no deficiencies. Per the complaint description, the physician had to use a lot of push force to advance the delivery system. The valve was advanced and deployed normally. Provided device-related photos did not reveal any abnormalities. Per the training manual, push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification. Factors such as calcification, tortuosity, vessel diameter, and angle of insertion can create a challenging pathway for delivery system insertion through the sheath. Calcification and an undersized vessel can prevent the sheath from fully expanding, while tortuosity and a steep insertion angle can create suboptimal angles for delivery system insertion/advancement through the sheath, which can lead to high push force and resistance. However, as insufficient information was provided, a definitive root cause is unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for resistance with the delivery system was unable to be confirmed. However, no manufacturing nonconformance were identified during evaluation. There is insufficient information to determine a definite root cause. Therefore, no corrective and preventative action is required at this time. A product risk assessment has been previously initiated to capture investigation and product risk assessment for the high push force issue seen on the s3u/commander/esheath platform. Control limits are managed and assessed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
UDI: (B)(4). Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a right transfemoral tavr procedure for a 26mm sapien 3 ultra valve, the physician had to use a lot of push force to advance the commander delivery system into the 14f esheath. The valve was advanced and deployed normally. Post deployment, the patient was stable with blood pressure improved, so the physician removed the delivery system. After removing the wires, an angiogram was performed to assess the flow. The patient¿s blood flow was not obstructed but, it was noticed that there was 'some sort of flapping happening in the right femoral artery'. The vascular surgeon was called to assess the flap, and it was concluded that it appeared to be a spiral femoral artery dissection. The patient was transferred to the operating room for surgical repair.